Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify no excessive no delivery alarm and motor error alarm due to cracked and bleeding lcd. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had an motor error and insulin flow block alarm. Customer stated that they had received a motor error during priming. The insulin pump will be returned for analysis.